Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out-of-range shock impedance measurements greater than 125 ohms. The right ventricular (rv) coil was 102 ohms and the superior vena cava (svc) coil was 161 ohms. Technical services (ts) discussed troubleshooting options, but recommended reaching out to the ICD manufacturer for recommendations specific to their systems. This ICD system remains in service. No adverse patient effects or interventions were reported at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).